Event description:
Customer called regarding the field notification letter. Customer stated that his drive support cap had been sticking out and he pushed it in. The insulin pump was working fine. Customer stated that he has not received prime or motor error alarms during priming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.